Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat a saccular abdominal aortic aneurysm (aaa located immediately above the aortic bifurcation. After the afx2 (bif) was implanted the final angiography did not show a leak and the physician completed the operation. Approximately five (5) years post initial procedure an endoleak was shown near the bifurcated section of the afx2 stent graft and it was determined that the aneurysm had ruptured. The physician elected to implant an endurant stent graft and excluder legs (non-endologix) stents to reinforce both legs. The endoleak was resolved, but the patient's bladder pressure was high; therefore, the physician elected to perform a laparotomy to lower the bladder pressure. The patient regained consciousness after the operation and is reportedly in stable condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm rupture complaint is unconfirmed. The type iiib endoleak and additional endovascular procedure (angiogram) complaints are confirmed. This is moderately consistent with the reported adverse event/incident. No contributing factors were identified. Device, user, procedure or anatomy relatedness of complaint cannot be determined. Procedure related harms cannot be determined. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.